Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while attempting to extract a broken screw, the screw removal components were unsuccessful at removing it. To the reporter¿s knowledge, the screw broke while attempting to remove it ¿ an audible snap was heard. The threads of an extractor were damaged, possibly before the case, and did not allow the hollow reamer to thread completely on; however, the surgeon used the product because it was the only one available. Through various techniques, the surgeon was finally able to remove the screw. The surgery was delayed by 15 minutes. No further information is available. This report involves one unk - screws: trauma. This is report 1 of 2 for (B)(4).